Event description:
It was reported that this pacemaker system exhibited myopotential noise oversensing on the right ventricular (rv) lead channel, leading to false non-sustained ventricular tachycardia and ventricular tachycardia alerts and putting the device in valid radio frequency (rf) overuse. Technical services (ts) was consulted and advised on programming the rv channel to bipolar configuration to prevent noise oversensing or turning off the alerts. No adverse patient effects were reported as the patient is 1% paced in the rv and no paused were noted. This system remains in service.